Event description:
A report was received that the patient¿s ipg was explanted due to infection at the pocket site. The physician feels that the infection was procedure related (please see MFR. Report #: 3006630150-2013-02572). The symptoms were pain, warmth and redness at the pocket site. The physician administered vancomycin and cefotaxime antibiotics and the patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.